Manufacturer narrative:
(B)(4). The customer reported that the device was not charging due to the ac socket being pulled out of the ac power module. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was not charging due to the ac socket being pulled out of the ac power module.